Event description:
The hcp reported that the pump was intentionally stopped for 935 hours and 9 minutes due to a possible overdose and is now showing a "tube set error message." Symptoms related to the "possible overdose" were not reported. The pt was recovered and the hcp planned on turning the pump back on at the lowest dose during a follow-up appointment. The pump was subsequently rechecked and "all seemed to be working fine" by checking the estimated reservoir and actual reservior volumes. The dosage has been increased and the pt will return in another 30-60 days for a recheck. The pt is "still having significant pain."